Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 16. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2016, non-osseointegration was verified. Patient presented with bone type iii, fairoral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, swelling and fistula. No further patient complications were reported.